Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.

Event description:
It was reported that the device had channel error upon start up. Per report, "the clinician had new medication orders, so she attached the channels securely, but as soon as she tried to start the pumps it said ¿channel error¿. She recalls a ¿weird¿ message but she can¿t remember exactly what it was. The clinician proceeded with troubleshooting as she normally would, and removed the channel and ¿rebooted it [the pump]¿ but got the same error. She stated usually when you ¿reset¿ the pump it¿s fine. The clinician tried a new channel on the same side of the pump system and it had the same issue. Then the clinician put the channels on the opposite side and the same issue occurred. The clinician then got a new brain and they got it to work with the same channels. The first brain was sent to biomed for evaluation, but because they got the new brain with the existing channels to work they did not sequester the 2nd set-up." This was reported to bd representatives during their site visit. The event occurred at clinical observation unit. There was no information on patient involvement.

Event description:
It was reported that the device had channel error upon start up. Per report, "the clinician had new medication orders, so she attached the channels securely, but as soon as she tried to start the pumps it said, ¿channel error¿. She recalls a ¿weird¿ message but she can¿t remember exactly what it was. The clinician proceeded with troubleshooting as she normally would and removed the channel and ¿rebooted it [the pump]¿ but got the same error. She stated usually when you ¿reset¿ the pump it¿s fine. The clinician tried a new channel on the same side of the pump system and it had the same issue. Then the clinician put the channels on the opposite side and the same issue occurred. The clinician then got a new brain and they got it to work with the same channels. The first brain was sent to biomed for evaluation, but because they got the new brain with the existing channels to work, they did not sequester the 2nd set-up." This was reported to bd representatives during their site visit. The event occurred at clinical observation unit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.